Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated high sodium (na) results on 7 patient samples and one low chloride (cl) result. Customer reported that the dxc 600i suppressed the calcium (calc) results. Customer reported that the erroneous results were not reported outside the laboratory. Customer reported that the samples were repeated after recalibration. Those results were reported. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found buildup in the flowcell and cleaned it. The fse verified performance.